Manufacturer narrative:
(B)(4). Concomitant: patient medications include aspirin, ferrous sulfate, furosemide, hydralazine, ipratropium-albuterol, isosorbide dinitrate, levothyroxine, lisinopril, megace, multivitamin, nasonex, stool softener, toprol, tramadol, ventolin, and xanax. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2018, a non-contrast CT scan revealed a possible type ii endoleak originating from the inferior mesenteric artery (ima), contributing to aneurysmal enlargement to 7.7cm (from approximately 7.2cm). On (B)(6) 2018, the patient underwent laparoscopic ligation of his ima to treat the type ii endoleak. The patient tolerated the procedure.